Event description:
Following a laparoscopic anti-reflux procedure a patient experienced pain and dysphagia symptoms leading to endoscopic visualization of 2-3 linx device beads within the esophageal lumen and subsequent device removal. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2012 by dr. (B)(6) at (B)(6). -patient began experiencing dysphagia in (B)(6) 2017. -endoscopy confirmed 2-3 linx device beads visible at the patient's posterior side of the esophagus. -entire linx device endoscopically removed without issue on (B)(6) 2017 by dr. (B)(6) at (B)(6). -patient reported as doing well after device explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain and dysphagia symptoms leading to endoscopic visualization of 2-3 linx device beads within the esophageal lumen and subsequent device removal. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2012 by dr. (B)(6) at (B)(6) school of medicine. Patient began experiencing dysphagia in (B)(6) 2017. Endoscopy confirmed 2-3 linx device beads visible at the patient's posterior side of the esophagus. Entire linx device endoscopically removed without issue on (B)(6) 2017 by dr. (B)(6) at (B)(6) medical center. Patient reported as doing well after device explant.

Manufacturer narrative:
(B)(4). Follow up 2: a notification was received for this device that a form 3500a report for this same event was submitted by a representative at bidmc (user facility).

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced pain and dysphagia symptoms leading to endoscopic visualization of 2-3 linx device beads within the esophageal lumen and subsequent device removal. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2012 by dr. (B)(6) at (B)(6). -patient began experiencing dysphagia in (B)(6) 2017. -endoscopy confirmed 2-3 linx device beads visible at the patient's posterior side of the esophagus. -entire linx device endoscopically removed without issue on (B)(6) 2017 by dr. (B)(6) at (B)(6). -patient reported as doing well after device explant.